Event description:
As reported, it was a case of an implant of a 23 mm sapien 3 valve in aortic position by transfemoral approach in a patient with mild calcification and moderate tortuosity. The team attempted to implant a non-ew valve initially however, the non-ew valve was dislocated at supra-annular level. A decision was made to implant a 23 mm sapien 3 valve. During procedure, it was difficult to cross the valve and it was decided to convert to open surgery. The 23 mm sapien 3 valve was never deployed as it was not possible to cross the first valve. The patient expired due to multi-organ dysfunction.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was unable to be confirmed due to unavailability of the returned device and/or applicable imagery. Due to limited patient information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.